Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/06/2012. The pump has been returned and was evaluated by product analysis on 08/13/2012 with the following findings: testing confirmed the pump was delivering within the required specifications. No power issues or rebooting were duplicated during a 29 hour flow test . Pump was returned with visible moisture in display lens. Audio bolus button leak was found during leak test. Removed pump cover; moisture was present in pump . No damage found to the battery compartment. The battery cap was not returned with the pump. A test cap was able to securely tighten to the pump. Power on resets were observed in the black box history. The audio bolus button is detached. Pump powers on with audible and vibratory alarms.

Event description:
The reporter contacted animas on (B)(4) 2012 reporting that the patient's blood glucose elevated to 536mg/dl and the patient felt nauseated and faint associated with a pump power issue. The reporter stated that the patient was swimming with pump and afterward the pump was off and water was noted behind the display screen. The reporter stated that it was unknown how long the pump was powered off. The reporter stated that there was no damage noted to the pump or battery compartment. The reporter confirmed that the battery cap was secure to the pump appropriately and there was no moisture noted in the battery compartment.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.